Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018 the patient experienced receiving an early sensor expiration notice. No additional event or patient information is available. Data was received for evaluation, data review could not confirm the early sensor expiration notice. A probable cause could not be determined. The complaint device has been received for device investigation. A follow-up report will be submitted upon completion of device investigation.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 08/26/2018 that on (B)(6) 2018 the patient experienced receiving an early sensor expiration notice. The complaint transmitter was returned for evaluation. The device was visually inspected and no defect was found. The device failed the voltage test as there was no voltage. The early sensor expiration was not able to be confirmed. The probable cause could not be determined via product. No additional event or patient information is available.